Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received by the (B)(6) that approximately 4 years post implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm valve shows signs of failing. A valve in valve is anticipated but procedure date has not been set.

Manufacturer narrative:
Retracting 2015691 -2022 -06049 as it was determined to be a duplicate of 2015691-2022-06198. Please reference 2015691-2022-06198 for the complete investigation for this case.